Event description:
The manufacturer received information that a patient's daughter (reporter) called to report the death of her mother. The reporter stated that her "mother passed away due to the machine in 2021. She (the mother) was on and using the device in the middle of the night, when she went into the bathroom. She had trouble breathing and fell over and couldn't breathe until the ambulance took her to the hospital. The daughter states she had stopped the device for a couple weeks and then went back on it. The reporter stated that her mother told her she felt like she couldn't breathe. She had pneumonia over and over again. She was afraid to use it. Cause of death was myocardial infarction, heart failure, and chronic kidney disease. The daughter asked for an autopsy, and she was denied". The reporter states that she had a trilogy device, and that the dme (apria) took the machine on (B)(6) 2021. There is no device information available at the time of this report. Good faith efforts have been made to acquire the device details and facilitate the return of the device for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.